Event description:
It was reported that a patient with an implanted edwards bioprosthetic valve in the tricuspid position, now requires replacement after an implant duration of approximately 23 months.the device has not yet been explanted.original implant operative report of (B)(6) 2010 indicates the subject device was implanted due to severe tricuspid regurgitation, patient tolerated the procedure very well with no complications.

Event description:
Via further follow up with the surgeon's office, it was learned that the valve was explanted on (B)(6) 2013. Findings from the explant operative report of (B)(6) 2013 indicate, " the old bioprosthetic valve showed "native valve attachment" to the leaflet facing the interventricular septum. This was the remnants of the native septal leaflet." It was learned that the native leaflet tissue had healed and consequently tethered one of the magna mitral leaflets but otherwise the [subject valve] looked pristine. The surgeon excised the native valve after removing the [subject device] and replaced it with another edwards device, same model.

Manufacturer narrative:
Additional manufacturer narrative:as stated, the explant procedure has not yet been performed or scheduled. Follow ups with the surgeon's office are ongoing in order to return the subject valve for evaluation once explanted.moreover, no recent consultation records have yet been provided, so the nature and mode of failure is currenlty unknown.the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information and updates will be reported once available.

Manufacturer narrative:
Method = x-ray. Device evaluation summary: the explanted device was returned to edwards for evaluation. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 9mm. Free margin of leaflet 3 was also folded onto the cusp of leaflet 3 due to host tissue. Host tissue restricted mobility of leaflet 3 and may have led to regurgitation. Host tissue was minimal at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 5mm. No visible damage to wireform observed on xray. Tissue folding and depression are evident near commisssures 1 and 2. The morphology of the leaflet tissue folding and depression are most likely caused by a force being applied on the free edges of the leaflets in the retrograde direction (towards the sewing ring). The most common reasons for the leaflet tissue folding and depression as observed in this particular valve are suture looping and interference with subvalvular apparatus (trapped in chordae) when the native valve is preserved during the implant surgery. Device evaluation confirms host tissue (pannus) overgrowth as the primary cause that may have led to regurgitation in this patient. Also, as confirmed upon explanting the device, the native leaflet tissue had healed and consequently tethered one of the magna mitral leaflets. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.